Manufacturer narrative:
This is an initial report. The customer's product has been returned for investigation. An investigation is in process. A follow-up report will be filed once the investigation results are available.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings, the customer reported were found in meter memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 501 mg/dl and 64 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.